Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery around day 2-3 of the supply change. The customer spoke with a tandem clinical diabetes specialist and a different type of infusion set was to be used. There was no reported impact to the customer's blood glucose level.